Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) has been extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with an implantable cardioverter defibrillator (ICD) alert for "charge circuit inactive." The device had triggered recommended replacement time (rrt) over two years prior and triggered end of service (eos) four months ago. The device currently remains implanted and a treatment plan will be developed with the patient and their physician. No patient complications have been reported as a result of this event.